Event description:
The manufacturer's field service engineer (fse) reported a vent ionp condition due to air valve liftoff failure when the ventilator is turned on in ventilation mode while servicing the ventilator. There was no patient involvement.

Manufacturer narrative:
Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: this failure was caused by an open f2 fuse. Replacement of the open f2 fuse corrected the problem with this power supply.